Manufacturer narrative:
B3: date of event is estimated. The unit was not returned for evaluation.

Event description:
It was reported that the patient's unit stopped working while they were driving. As a result, the patient was hospitalized due to the device not working. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.